Manufacturer narrative:
Unit passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Software pump error alarms in the history file. Problem isolated to electronic assembly.

Event description:
The customer reported via phone call that the insulin pump had software error detected. The customer¿s blood glucose level was 151 mg/dl. The customer was able to successfully clear the alarm. The customer was able to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.